Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was confirmed that the six endoanchors were implanted during the index for the prevention of neck dilation. The site assessed this event as probably related to the procedure and probably related to the device (other). The sponsor assessed this event as not related to the procedure and not related to the device. The event is continuing without treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: sg-64, serial/lot #: (B)(4), ubd: 17-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system were used prophylactically in conjunction with a non-mdt stent graft in the endovascular treatment of a 63mm abdominal aortic aneurysm. It was reported that six endoanchors were deployed during the procedure. It was reported that approximately 3 months post implant, a type ib endoleak was observed on a CT. This event has been assessed by the sponsor to be related to the event, probably related to the index procedure and device. This patient is reported to be continuing without treatment. No cause of the event has been reported. No additional clinical sequelae were provided and the patient is fine.